Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(6) failed to power on during the shift check. The device did not show any codes. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) failed to power on was not confirmed during the functional testing and the archive data review. The autopulse platform was powered on successfully during multiple tests. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. There was no device malfunction. The archive data review showed no significant discrepancies. The autopulse platform passed the initial functional test without any fault or error. The platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with multiple good known test batteries without any fault or error. Zoll is awaiting customer approval for service repair.